Event description:
A customer in (B)(6) notified biomérieux of silica in eluate in association with nuclisens® magnetic silica (ref #: 280133 lot#: z010de1ms). After further troubleshooting, it was determined that it was not due to a sampling error and that there was an issue with the easymag® instrument (ref#: 200111, serial#: (B)(4)). Additional information provided by the customer revealed that this issue caused them to have a delayed result which led to delayed treatment. However, no wrong results were reported to a physician and all results were confirmed by manual methods. The customer was sent a new manifold to install. After replacing the manifold, the extraction was successful and the amplification results were excellent. The issue was most likely due to the dispense of the incorrect buffer for lysis (and silica binding): nuclisens extraction buffer 2 or 3 instead of the nuclisens lysis buffer. Further investigation of the manifold revealed that the cause of the problem was linked to some fissures present on the reagent manifold. In order to prevent this error from occurring again, a design change was initiated and is currently ongoing with the aim of evaluating the reagent manifold material. The reagent manifolds stock at the (B)(4) manufacturing site was checked for anomalies regarding cracks or bad threads and no issues were found.